Manufacturer narrative:
Evaluation summary: as received, no communication could be established between the device and programmer wand, confirming the field experience. The device's battery voltage was found to be premature due to intermittent high current that was traced to a damaged component on the hybrid substrate. During analysis in the laboratory, the subassembly was damaged and therefore no further analysis could be performed.

Event description:
It was reported that the device could not be interrogated. Multiple programmers and telemetry wands were tried without success. As a result, the physician explanted and replaced the device.